Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged and was not working. The customer's blood glucose level was unknown at the time of incident. Customer stated that the insulin pump was under delivering. Customer stated that they fell from the tree with the insulin pump. Customer had epileptic incident after during the night, however customer¿s doctor stated that it was caused due hypoglycemia and insulin pump was not delivering properly. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08695 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing. Test infusion set or p-cap locks in properly. Device received with pillowing keypad overlay, minor scratches on case and cracked keypad overlay.